Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing resulting in delivery of inappropriate shock therapy two days post implant. Review of the stored episodes noted small r-wave signal measurements and a wandering baseline. Technical services (ts) discussed the potential for air entrapment around the device and electrode and discussed troubleshooting options. The primary sensing vector was reprogrammed. Subsequently, additional inappropriate shocks were delivered due to continued oversensing. Small signal amplitudes were observed in all programmed vectors. An x-ray was performed and noted the electrode appeared to be possibly marginally under inserted into the device header. Additionally, the device location appeared anterior. The physician programmed tachycardia therapy off and planned to leave it off at this time. No additional adverse patient effects were reported. This device remains implanted. It was noted that the patient was scheduled to be seen for in clinic follow up. The local rep contacted technical services (ts) to discuss the previous potential causes for oversensing. Ts again discussed the potential of air entrapment or under insertion of the electrode into the device header. The local area sales representative was contacted for additional information. The device remains off at this time with no additional information available. It was reported that the patient was seen in clinic. Tachycardia therapy was programmed back on and no wandering baseline was observed. The auto setup process was performed and the primary sensing vector was reprogrammed and appropriate sensing was observed. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing resulting in delivery of inappropriate shock therapy two days post implant. Review of the stored episodes noted small r-wave signal measurements and a wandering baseline. Technical services (ts) discussed the potential for air entrapment around the device and electrode and discussed troubleshooting options. The primary sensing vector was reprogrammed. Subsequently, additional inappropriate shocks were delivered due to continued oversensing. Small signal amplitudes were observed in all programmed vectors. An x-ray was performed and noted the electrode appeared to be possibly marginally under inserted into the device header. Additionally, the device location appeared anterior. The physician programmed tachycardia therapy off and planned to leave it off at this time. No additional adverse patient effects were reported. This device remains implanted. It was noted that the patient was scheduled to be seen for in clinic follow up. The local rep contacted technical services (ts) to discuss the previous potential causes for oversensing. Ts again discussed the potential of air entrapment or underinsertion of the electrode into the device header. The local area sales representative was contacted for additional information. The device remains off at this time with no additional information available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing resulting in delivery of inappropriate shock therapy two days post implant. Review of the stored episodes noted small r-wave signal measurements and a wandering baseline. Technical services (ts) discussed the potential for air entrapment around the device and electrode and discussed troubleshooting options. The primary sensing vector was reprogrammed. Subsequently, additional inappropriate shocks were delivered due to continued oversensing. Small signal amplitudes were observed in all programmed vectors. An x-ray was performed and noted the electrode appeared to be possibly marginally under inserted into the device header. Additionally, the device location appeared anterior. The physician programmed tachycardia therapy off and planned to leave it off at this time. No additional adverse patient effects were reported. This device remains implanted.

Event description:
This report is being filed to update the evaluation conclusion code.